Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 604 mg/dl at the time of the incident. The caller stated that they treated the customer's high blood glucose with insulin fluid and insulin drip. The caller also stated that the customer woke up sick and check that the customer's blood glucose was high. The date of the hospitalization was (B)(6) 2015. The insulin pump will not be returned for analysis.